Event description:
Surgeon noted during 6 week follow-up visit that inferior screw of a single level helix acp system at c5-c6 had backed out approx 2 mm. The patient is asymptomatic and there are no plans at this time to revise.

Manufacturer narrative:
The device was not removed from the patient and further analysis is not possible. However, radiographic images confirmed the reported complaint. The root cause of the screw back-out is not known at this time. Product labeling states the following: "the patient should be instructed to limit post-operative activity as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restricted activity are followed." In the event that additional relevant information is obtained a subsequent report will be submitted.